Event description:
Reportedly, the smartview connect could not be paired with the pacemaker s/n (B)(6), as an error was encountered. It was therefore replaced and pairing was successful with another smartview connect. Troubleshooting from operations confirmed an issue during the pairing attempt.

Event description:
Reportedly, the smartview connect could not be paired with the pacemaker s/n (B)(6), as an error was encountered. It was therefore replaced and pairing was successful with another smartview connect. Troubleshooting from operations confirmed an issue during the pairing attempt.

Manufacturer narrative:
No conclusion could be drawn as the wrong smartview connect was returned for investigation. The complaint investigation could be reopened in case of new information received related to this event.